Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 479 mg/dl. The customer stated backup plan was not available yet. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.